Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during two bolus attempts. The patient's blood glucose at the time of incident was 516 mg/dl. The customer stopped using the insulin pump for four days and her blood glucose was good; however, when she returned to insulin pump therapy the 516 mg/dl blood glucose event occurred. Troubleshooting was initiated but the customer stated that she had tried all remedies for the no delivery alarm. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned and replaced.